Manufacturer narrative:
Analysis summary: the delivery system returned with the external slider and back-end wheel in the home position. There was no damage evident to the system. No resistance was noted passing a 0.035-inch guidewire along the inner lumen of the delivery system. No abnormalities were noted retracting the graft cover using the external slider and trigger. Resistance was observed rotating the back-end wheel to release the tip capture. The back-end wheel was seated correctly on the screw gear threads. There was no deformation visible to the screw gear threads or the wheel threads on removal. Inspection of the spiral tubing confirmed damage with partial lifting of the 5.5cm from the proximal end of the taper tip. The spiral and inner tubing were cut distal to the stent stop. On removal of the inner the spiral tubing was bent. Marks were visible on the surface of the inner tubing 4.5 and 6.2cm from the proximal end of the taper tip. The marks were on the same plane on the circumference of the tubing. The reported deployment/expansion issue was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 68mm abdominal aortic aneurysm. It was reported that during the index procedure, after the graft had deployed down to the gate, when the physician attempted to turn the back end wheel to release the suprarenal stents, it was noted the wheel was tight and would not turn. After forcing the back-end wheel to turn, the suprarenal stents then deployed. When attempting to re-capture the spindle in the tapered tip following this, there was again difficulty rotating the back-end wheel. The procedure was completed without any complications. As per the physician the cause of the event is possible as issue with the delivery system. No additional clinical sequelae were provided and the patient is fine.